Event description:
A report was received that the patient will undergo a revision procedure. Reason unknown.

Event description:
A report was received that the patient will undergo a revision procedure. Reason unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), 369777 description: linear st lead, 70cm.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a lead replacement procedure due to a fractured lead. The patient is reportedly well following the procedure. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.